Manufacturer narrative:
(B)(4). The customer biomedical engineer set the ventilator to run all day, and it did not generated errors or alarms. Re-started the unit on the next day, it ran well for a while, and required adjustments. The service engineer evaluated and tested, the ventilator, and was unable to duplicate the customer reported malfunction, as the unit was functioning as intended. The ventilator is back in service.

Event description:
It was reported that, after the patient returned from surgery and was placed on same ventilator, it began alarming ¿low tidal volumes¿ and ¿high peak pressure¿. The patient was transferred to another ventilator without harm.